Manufacturer narrative:
Philips service cleaned the media wall and restarted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision display experienced issues due to overheating in the b cabinet on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.